Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.

Event description:
Brush head popped off while brushing [device breakage] no adverse event [no adverse event]. Case description: a female consumer reported that when her husband was using an oral-b rechargeable toothbrush, version unk the oral-b brushhead, version unk pops off the handle. No symptoms developed.